Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision left eye, reading and intermediate, intra ocular lens was decentered. Clinical reason for explant poor intra ocular lens support. The iol was exchanged with non company intraocular lens 1 months 5days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned in two pieces wrapped in medical gauze, in an envelope labelled with sn 25387758109. Solution is dried on the iol. One haptic is adhered to the optic surface in a folded position, the other haptic is intact. The edge of one optic segments is nicked/chipped-rejectable. Loose fibers are present on both segments of the iol. It is stated in the file that in the surgeon¿s opinion the product did not cause or contribute to the event. In the surgeon¿s opinion it was poor iol support that caused the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. In the surgeon¿s opinion it was poor iol support that caused the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).